Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise with one inappropriate shock delivered. A fracture was predicted but no fracture was visible on x-ray. The rv lead was explanted during a device change out and was cut before extracting. No additional adverse patient effects were reported.